Event description:
It was reported that during the implant procedure, when the lead was placed distally, it had high threshold due to patient anatomy. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).